Manufacturer narrative:
The returned controller, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the reported incident and the returned device. A DHR/batch record review for sn (B)(4) found no discrepancies from released and operating procedures or conditions that could contribute to the event . The visual inspection shows no damages, scratches and no dents. The coblator ii is visually not compromised. The warranty void is untouched and in its original condition. During the functional test, the device was powered on and performed as specified. No smoke or sparks were identified during the tests. The complaint was not verified and the root cause could not be determined with certainty. Possible factors which could probably contribute to the reported error are (1)wand will create steam when sufficient suction is not used and give the user the perception that it is smoking, this probably occurs when the wand is burning off the residual fluid on the distal tip (2) any lack of suction will also enhance and promote a more visual effect. There were no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that when the controller was plugged in, presented smoke and sparks. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.